Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified antifungal treatment for the peritonitis event. On an unreported date, pd therapy was discontinued, and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was reported as "stable now". No additional information is available.